Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a detection issue. Dropped ventricular beats were occurring at regular intervals. The right ventricular (rv) lead exhibited over-sensing. Reprogramming was done and the device and lead remain in use. No patient complications have been reported as a result of this event.